Manufacturer narrative:
Device model and lot number unknown from facility. No allegation of a device malfunction.

Event description:
Lead management case to extract 3 leads because of pocket infection. Upon extraction of the 3rd lead, a 2006 riata ICD the patient's blood pressure dropped. Surgical intervention commenced in the form of a sternotomy, a tear was identified in the inferior vena cava. Patient did not survive.